Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device¿s pump did not show the correct feed delivered all the time, it was intermittent. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/03/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump did not show the correct feed delivered all the time, it was intermittent. No patient involvement.